Manufacturer narrative:
Suspect pcba ht controller pcb was evaluated and confirmed to have caused the issue. An eletrical failure was confirmed. Generator gave error, "no voltage in capacitor bank of generator cabinet." There is a small black burn hole on resistor pack 2 at connector p1_7. Defective power control board assembly caused event. The eprom ht u5 eprom and the pcba atp console were returned unused. The mvs power cord and mvs interface cable assembly were also returned, but are not related to the reason for this report.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement pcba charge/discharge monitor shipped to site (B)(6) 2015. Suspect pcba charge/discharge monitor returned to manufacturer for analysis on (B)(6) 2015. Noted is that the board is badly damaged; fire. Part is currently under analysis. Returns requested. Replacement devices shipped to site: pcba atp console, eprom ht u5 eprom, pcba ht controller pcb, upgd kit 230v mvs power cord and cable assy mvs interface. None of these parts have been received by manufacturer for analysis. Replacement eprom atp u24 eprom, shipped to site, returned to manufacturer on (B)(6) 2015 unused. On (B)(6) 2015 a medtronic representative performed an imaging system check-out, mechanical and safety areas passed. Imaging modalities failed: 2d and 3d were not possible. Generator error: no voltage in the capacitor bank of the generator cabinet. In trouble-shooting, the charge/discharge monitor board were replaced. Deemed ok. On (B)(6) 2015 a medtronic representative performed an imaging system check-out, mechanical and safety areas passed. Imaging modalities failed 2d and 3d: system shows generator error: no voltage in the capacitor bank of the generator cabinet. Ht controller board, umbilical cable and mobile viewing system (mvs) power cord were all replaced. Manual calibration performed, auto calibration performed, system functions checked - all performed as intended. Issue resolved.

Manufacturer narrative:
More suspect parts evaluated: confirmed reported problem with pcba charge/discharge monitor: "part shows severe burn marks on front and back". Charge / discharge monitor board is burnt due to electrical over stress. Related to event. Mvs (mobile viewing station) interface cable assembly: field service engineer replaced cable as preventive replacement due to a problem with mvs. Cable passed bench level test, cable was installed on test system and ran without any issues. Mvs interface cable assembly found to be fully functional...did not cause event. Mvs power cord: cable got damaged due to damaged power outlet at hospital; power cord neutral wire (blue) burnt due to electrical overstress. Open connection in neutral wire. Related to event. Root cause of the issue was caused by the pcba ht controller pcb as previously reported.

Event description:
A site representative reported a burning smell coming from an image acquisition system (ias). The system started up, however, and showed no errors in the log files. Also noted was that the system was used on the previous day. The medtronic representative was told the odor was still evident, went to the site and put the imaging system aside. In trouble-shooting, the medtronic representative found the generator did not start. Movement and connection with mobile viewing system (mvs) were working properly. The smell was coming from the generator and the senecal technical console showed an error code. Replacing the charge/discharge monitor board did not resolve the issue with the generator. There was no patient present when this issue was identified.